Manufacturer narrative:
(B)(4). Batch # p93m56. Date of event is 2019. Event day and event month were not provided. Investigation summary: the device was returned with the upper jaw detached and not returned and I-blade upper tip broken/lifted. The device was connected to the generator and it was recognized. Because the jaw was detached, not all functional testing could be performed with the generator. A probable cause of the damage to the jaw may be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
(B)(6). The device was received without details of the event. No patient consequence reported.